Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) female pt who used super poligrip original denture adhesive cream (formulation (B)(4)) over a period of "many years" as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip original 2 to 3 times daily (device misuse). At an unk time after starting super poligrip original, the pt experienced tingling of the hand from time to time, and in 2009, she was diagnosed with anemia. This case was assessed as medically serious by gsk. Use of super poligrip original was discontinued. At the time of reporting, the events were unresolved. Super poligrip original is mfg in (B)(4). The lot number was reported (x09183) and the product was not available. (B)(4).